Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. PMA 510(k): - this device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, it states, "post-operative bone fracture".

Event description:
Patient underwent a tibial fixation procedure approximately 33 days post-implantation due to a tibial fracture. A plate was implanted and no products were removed.